Event description:
On (B)(6) 2010, pt reported the down button on his infusion device is responding intermittently. Pt stated the button does not remain flat. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.